Manufacturer narrative:
(B)(4). Application support manager spoke with the account and they stated they are not even sure what post op drops the patients are on since they may get a generic at the pharmacy. Also stated some of these patients could be co-managed patients. The account doesn't feel it's equipment related but they wanted the equipment to be checked out. The account also reported they use the visx laser for the photorefractive keratectomy scrape. Field service specialist visited the account and performed system checkout. All calibrations are in amo specification. Treatment of prk (photorefractive keratectomy) with the use of mmc (mitomycin c) is considered to be off label use as the safety and effectiveness of mmc was not studied during the photorefractive keratectomy trial and approval process. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported seeing unilateral corneal haze after conventional photorefractive keratectomy procedures in 1 patients. It has been reported that occasionally an epithelial scrape had been done. It was reported the surgeon used a brush for photorefractive keratectomy removal. No chemicals for epi-removal. Account reported that account has changed some items recently like chilled balanced salt solution (bss), bss ''popsicles'' and mitomycin-c application from 12 seconds up to 2 minutes. No oral steroids used.